Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
D4 - lot #: 4425935 was the provided lot number but could not be found in oracle. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the wire tube presented a leak after intubation. The affected tube was removed, and a new one was introduced. The status of the event occurred while use in patient. There was no reported harm.